Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the device will automatically power off. No patient impact or consequences were reported.

Event description:
The customer reported the device will automatically power off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device was returned and evaluated. The unit was received without the battery. During functionality testing, the screen goes blank and the device goes into the 10 beeps error after powering up. Chips on the system circuit board measured lower ohms compared to a known good device. Component u21 is faulty on system circuit board, causing current leaks and responsible for the ¿10 beep error". A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 570206 initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).